Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00353 and 1627487-2011-00355. The patient received an scs system on (B)(6) 2009 consisting of an ipg and two surgical leads. He has since undergone surgical procedures to replace the original ipg and one of the original leads (reference MFR report #s 1627487-2009-00095 and 1627487-2010-00218). It was reported that the patient's current ipg and leads were explanted due to a fall he recently suffered. The incident allegedly resulted in the loss of stimulation for the patient and pain on his right side. A replacement system will be implanted at a later date.